Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, when stapling mesh, 2 or 3 staples were fired correctly - the 4th blocked/ get stuck into device. The surgeon has used an other device to continue the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, when stapling mesh, the device blocked. The surgeon has used an other device to continue the case. There was no patient injury.